Event description:
Right yellowfin stirrup came out of clamp causing the patient's leg to fall with weighty stirrup attached to her. The staff member was at the patient's side and caught leg and stirrup. The staff member reguided attachment point of stirrup back into clamp. No apparent patient injury. There were two sets of stirrups and rails that were sent back to the manufacturer.